Event description:
The customer reported that the system would not boot up. There is no report of pt injury associated with the event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. All usb cabling was reseated. The system was then found to be operating as intended.